Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she received a prime rewind alarm on the insulin pump when she turned it on for the first time, after her doctor requested she resume use of the insulin pump. Nothing further was reported.